Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visuale and microscopic examination showed blood was visible in the lumen and balloon. Inspection revealed the outer shaft was twisted proximally of the guide wire exit notch. A thorough inpsection of the remainder of the device revealed no other damage or anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR# 2134265-2011-02296, 2134265-2011-02298. It was reported that during a stenting treatment procedure removal difficulties occurred. A filterwire ez was in place. The physician deployed a 3.5x38mm ion mr stent in the proximal vein graft and used a 3.75x12mm nc quantum balloon to post dilate. The physician experienced "alot" of resistance during withdrawal of the nc quantum balloon. They attempted to remove the filterwire however the basket was not closed all the way and caught on the ion stent. The stent moved and accordianed. The physician felt the stent was fine where it was placed. The physician attempted to rewire with an unknown wire through the stent but was unable to cross. The procedure was completed with no harm to the patient. No patient complications were reported and the patient's status is ok.

Event description:
Same case as MFR# 2134265-2011-02296, 2134265-2011-02298. It was reported that during a stenting treatment procedure removal difficulties occurred. A filterwire ez was in place. The physician deployed a 3.5x38mm ion mr stent in the proximal vein graft and used a 3.75x12mm nc quantum balloon to post dilate. The physician experienced "alot" of resistance during withdrawal of the nc quantum balloon. They attempted to remove the filterwire however the basket was not closed all the way and caught on the ion stent. The stent moved and accordianed. The physician felt the stent was fine where it was placed. The physician attempted to rewire with an unknown wire through the stent but was unable to cross. The procedure was completed with no harm to the patient. No patient complications were reported and the patient's status is ok.